Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6) hospital block h6: imdrf device code a0401 captures the reportable event of basket wire break. Block h11: the returned trapezoid rx was analyzed, and it was found during visual and microscope inspection that a basket wire was broken, the tip was damaged, and the side car rx was pushed back 3.5 mm. The reported event was confirmed. Based on all available information, it is most likely that the problems found are due to the amount of force applied on the thumb ring from the handle when trying to destroy the stone. Due to this force, the working length tends to retract itself and push back the side car rx. There is also a possibility that the same force puts the entire device under a lot of pressure which may cause the basket wires to break and damage the tip. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2025. During the procedure, a trapezoid rx attempted to crush a stone about 3cm in size. However, the wire of the basket broke. Another trapezoid rx was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, a trapezoid rx attempted to crush a stone about 3cm in size. However, the wire of the basket broke. Another trapezoid rx was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6) hospital. Block h6: imdrf device code a0401 captures the reportable event of basket wire break.